Manufacturer narrative:
Product complaint # (B)(4). This report is for an unknown screws: cmf/ unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, 2-3 days after the surgery, the patient returned with a small draining infection in the chin. It was reported that the adverse event was brought about by one of the craniomaxillofacial (cmf) product that was used during the recent surgery last (B)(6) 2019. The patient developed severe infection after having a trumatch plate used in the upper and lower mandible surgery. The surgeon took the patient back in and removed the vivigen bone graft that was placed in the space between bone segments. The patient is now on her 4th antibiotic which seems to be working at this time. Patient still has the genioplasty plate and screws implanted and there is no plans to remove if the 4th antibiotic is successful. This complaint involves two (2) devices. This report is for one (1) unk - screws: cmf. This report is 2 of 2 for (B)(4).